Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump didn't work correctly. Customer stated that the pump only works in 2 modes: "reservoir + set" and fill cannula. Customer stated that it does not show the units of insulin. Customer also had a compromised force sensor system alarm.